Event description:
Staff was using a gaymar hypo/hyperthermia machine for therapeutic hypothermia protocol post cardiac arrest. Temperature was 36*c after initiation/completion of protocol. Patient's posterior trunk was noted to have rash like changes. Skin became more reddened and blistered in the pattern of the hypothermia pad. Redness diagnosed as a burn.